Manufacturer narrative:
Additional narrative: part: 03.043.028. Lot: 20253902. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: december 02, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the circumferential laser weld was broken and device was missing the pin component, which confirms the complaint condition. Signs of field usage were observed on the device. No other issues were identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of a missing component. Document/specification review: the following drawings were reviewed during the investigation: (current and manufactured). -driving cap no design issues or discrepancies were noticed. Investigation conclusion: the complaint condition was confirmed for the received device due to the definitive finding of a missing components. The reported condition of misalignment could not be confirmed. A definitive root cause could not be identified for the reported issue from the available information. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, the pin on the spring backed out during nail insertion. The procedure was completed successfully with no delay. No patient consequence. Subsequent manufacturer investigation determined that the device was broken. This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Note: the complaint device was evaluated and investigated by r&d. The product was returned to depuy synthes and sent to r&d for evaluation. The r&d team conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on driving cap. It was reported that the cross pin connecting the pull button to the driving cap assembly fell apart. Returned part was assessed by r&d and sent to materials and testing. Since the cross pin through the pull button was not returned, the weld at the tip of the part which is manufactured by the same vendor was assessed. Materials and testing provided a drafted report that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect, there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. Surgical technique guide mentions ¿apply light and controlled hammer blows to seat the nail¿ and ¿the hammer guide may aid in controlling the direction of the hammer blows. Therefore, the hammer guide can be attached to the back end of the driving cap by screwing both parts together¿. The dimensional inspection was not performed due to post-manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the driving cap. Based on the testing performed by materials and testing, the root cause can be determined to be traced to the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.